Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open lobectomy procedure, the first firing on the bronchus, the device did not staple. No staples were deployed. A new reload was loaded and used to proceed with the case. There were no adverse consequences for the patient. The device was discarded.